Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: the keypad was observed to be torn from the up arrow button to the bottom of the keypad. The keypad buttons were tested and were confirmed to be responding appropriately to presses. The keypad was removed and contamination was observed under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).